Manufacturer narrative:
Attachment: [2018-04 exemption e2013036 submission_pah.xls]

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code pah. Submissions for product codes otn and otp can be found under manufacturer reports numbers 3005099803-2018-01473 and 3005099803-2018-01472.